Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation on one side of their pain pattern. X-rays revealed that the paddle lead had migrated to one side. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the paddle lead was repositioned back into place at midline. Post-operatively, stimulation therapy was restored bi-laterally.